Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. During the periodic maintenance of the v60 ventilator, the touchscreen panel was not responding as expected. The manufacture product support (pse) confirmed there was misalignment between the touched position even after calibration was done. It was determined that the touchscreen was faulty and needed to be replaced. After replacement of the touchscreen the device was functioning as intended. As this issue was identified during periodic maintenance, there was no patient involvement. Furthermore, no reports of patient/user harm/injury. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Initial reporter name and address: (B)(6).

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pi). The fi technician installed the touchscreen into a pi ventilator to duplicate the reported issue. Visual inspection of the touch screen revealed no evidence of damage or contamination. The touchscreen was tested, the failure was confirmed. Pil found that this touch screen fails all diagnostics testing and resistance measurements which are out of specification. This touch screen failed due to multiple resistance measurement failures.